Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 16849963. Product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 18560715. Product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 20019694.

Event description:
It was reported that the patient was no longer getting an adequate pain relief. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts. Additional information was received that the leads and ipg were explanted and disposed of per hospital policy.

Event description:
It was reported that the patient was no longer getting an adequate pain relief. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. D6b: (B)(6) 2023.